Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult to remove from anatomy was due to procedural circumstances. The reported tissue injury was a cascading event of the reported difficult to remove. The reported patient effect of tissue injury is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and grasping was performed. However, the physician wanted to reposition the clip more medial. While doing so, the gripper became caught on the anterior leaflet. The clip was inverted and successfully retracted into the left atrium (la). It was then observed a chordal rupture had occurred. The physician decided to remove and replace the clip. A clip was then successfully implanted to treat the tissue damage. An additional clip was then implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure.